Event description:
Information received by medtronic indicated that customer reported hyperglycemia with unknown blood glucose value. The customer was admitted to the hospital to treat hyperglycemia. Troubleshooting was not performed. The customer was using the insulin pump within 48 hours of reported high blood glucose event. No further patient complications were reported. It was unknown whether the customer will continue or discontinue using the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0873 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The following were noted during visual inspection: minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below when reviewing the history download file. The pump was stored for an extended period without a battery. There was no data available in dec-2023 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 29-dec-2023 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 29-dec-2023 in the pump history file due to no data available. Carelink upload was unsuccessful (please see attached screenshot), problem isolated to the electronic assembly. The pump passed the functional testing. Unable to confirm alleged high bgs. No current code/category confirmed (carelink upload was unsuccessful). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.